Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Unit had scratched display window and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm during basal. The caller did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 444 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.